Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient was interrogated today with the tablet and the estimated battery life remaining was showing "less than 3 months" even though the patient was only implanted in november. Impedances and settings were provided as follows: left: c+ 1- 2-, 9 ma, 100 pw, 130 rate; right: 9- 10- 11+, 4.2 ma, 100 pw, 130 rate; left impedances: c-0 1045, c-1 807, c-2 813, c-3 994, 0-1 1363, 0-2 1638, 0-3 1899, 1-2 1133, 1-3 1544, 2-3 1247; right impedances: c-8 1744, c-9 758, c-10 990, c-11 765, 8-9 1890, 8-10 2422, 8- 11 2252, 9-10 1266, 9-11 1230, 10-11 1215. They indicated the patient has been on this programming since november and with activa primary cell (pc) amplitudes were 4.7v on left and 4.2v on right. During the call, the healthcare provider (hcp) mentioned they were going to decrease the left amplitude. Technical services used settings and average impedance of 800 ohms in percept battery estimator which showed less than 12 months. It was reviewed that the estimate is likely normal given high amplitude and multiple contacts active on each lead. It was reviewed that any decrease in settings today would be observed in the battery life remaining value within the next week and in 7 days, would be more reflective of the battery life if the patient continues using lower settings.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting the implantable neurostimulator (ins) is scheduled to be replaced on (B)(6) 2021.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the manufacturer representative (rep) was with the patient and the current battery level was at 66 percent and remaining battery longevity would be increased if they decreased settings some, in particular decreasing intensity to 3ma and using bipole instead of double monopolar settings.

Event description:
The device was at eri.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) who reported they were responsible for programming the deep brain stimulation (dbs). The hcp interrogated the implantable neurostimulator (ins) for the first time today since the patient as implanted and noticed that the ins was at 83% on the tablet and 3 months on the battery life remaining. The patient was getting therapy without issues and impedances were normal with monopolar results on the right between 814-1,025 ohms and the left side 746-1,571 ohms. Bipolar impedance results were also normal with the highest value on the right being 2,302 ohms and the left being 1,889 ohms. The patient was using the following settings: left side 1-2-c+, 9.0 milliamps, 100 us, 130 hertz and the right side was 9-10-11+, 4.8 milliamps, 100 us, and 130 hertz. The hcp didn¿t have any information or the report from the time of implant, but they were very concerned about the shorty battery longevity since the patient had advanced parkinson¿s disease and were elderly and frail so doing another surgery in the near future was problematic. The hcp was also concerned about other patients getting this type of implant and being put in the same situation with a short battery longevity. The hcp asked about whether the battery was ever tested at higher settings to determine the issue ahead of time so the appropriate ins could be chosen for the patient.